Manufacturer narrative:
It was reported that the 6 holes 2.0 straight plate was removed on the date (B)(6) 2020 broken, with possible formation of metallosis. Type of surgery mentioned is foot fracture, implantation date (B)(6) 2018. Identified plate (code: 900.944, description: 6 holes 2.0 straight plate, lot: 3667026, quantity: 1); date of manufacture: 11 mar 2015 and expiration date: 11 mar 2031; no significant surgical delay or injury to the patient was reported; the device was used for treatment, not diagnostic; the following information has been requested, with no return so far: radiographic records (pre-operative, post-operative, follow-up and failure); medical report describing the occurrence; patient characteristics regarding this event. DHR of this lot was analyzed with no faults, including raw material. Based on the available information, no corrective and/or preventive action was required. This occurrence generated the need to notify adverse events to anvisa through notification no. 2020.06.002229. This event will be accounted for and monitored through post-market surveillance activities. If additional information becomes available, the investigation will be updated as applicable.

Event description:
It was reported that the 6 holes 2.0 straight plate was removed on the date 09 jan 2020 broken, with possible formation of metallosis.